Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the device does not generate volumes. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The unit was sent to bench repair for further evaluation. At bench repair, the bench service engineer (bse) performed tests on the unit and confirmed no fault found. The issue was determined to be a not confirmed malfunction, as the device met all required specifications during verification testing and no internal device failure was identified. The reported volume issue could not be reproduced during service evaluation. Comprehensive diagnostic testing confirmed full compliance with operational requirements following testing on the device. This determination is based on the absence of verified device failure, successful performance verification, and the inability to isolate a definitive internal root cause.

Event description:
This investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6).